Manufacturer narrative:
Evaluation of the device to be completed. Device is pending return to cutera.

Event description:
The patient developed a small welt after the procedure. The welt progressed to burn. The patient required prescription topical medication.